Manufacturer narrative:
Sc-1132, (sn: (B)(4)) device evaluation indicated that the ipg passed all the visual, electrical and performance tests performed.

Event description:
A report was received that the patient¿s ipg could not be woken up from hibernation. The patient underwent a revision procedure wherein ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s ipg could not be woken up from hibernation. The patient underwent a revision procedure wherein ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.